Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the (B)(4) clinical chemistry analyzer. The fse inspected the instrument and found that the buffer valve was not dispensing correctly, valves were not opening. The fse determined the failure mode was due to malfunctioning buffer valves. The replaced buffer valves for cell 1 and cell 2 which resolved the issue. The fse performed performance verification testing successfully without further issue. No further issue was noted after part replacement. Beckman coulter internal identifier is (B)(4).

Event description:
Customer reported generation of erroneous ise (uon selective electrode) patient result for sodium (na) potassium (k) and chloride (cl) involving the (B)(4) clinical chemistry analyzer. The customer also noticed air bubbles in reference electrode. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.